Manufacturer narrative:
Initial reporter email: (B)(6). PMA/510k: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd rapid detection of sars-cov-2 veritor¿ is giving false negative. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer is reporting that they have multiple patients with covid symptoms with a positive at home test. Patients tested negative using the rapid detection of sars-cov-2 kit, item #256082, lot # 2105260, but showed positive on the triplex test."

Manufacturer narrative:
H.6 investigation summary: this statement summarizes the investigation results regarding your complaints that alleges false negative results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 2105260. "Customer is reporting that they have multiple patients with covid symptoms with a positive at home test. Patients tested negative using the rapid detection of sars-cov-2 kit, item #256082, lot # 2105260, but showed positive on the triplex test". Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Investigation and testing were performed on the batch number provided. Bhr analysis and retain sample analysis results were acceptable, and no relevant issues found. The photographs were returned for analysis, but complaint was unable to confirm via photographs. The root cause could not be identified. Currently, no adverse trends identified for false negative. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported by the customer that bd rapid detection of sars-cov-2 veritor¿ is giving false negative. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer is reporting that they have multiple patients with covid symptoms with a positive at home test. Patients tested negative using the rapid detection of sars-cov-2 kit, item #256082, lot # 2105260, but showed positive on the triplex test."